Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information was requested and was not provided.

Event description:
The customer reported the touch screen is out of order; touch no longer works. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Problem statement: the customer reported the touch screen was out of order due to the target on the screen could not be visualized on the display during calibration of the touch screen; could not select the good parameters. Resolution and disposition: no parts were replaced to address the touch screen issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a.